Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device found that the clip assembly was fully deployed and not retuned. It was noted that the control knob was detached from the handle and was split into two pieces. The control wire had been removed from the coil. A kink was noted in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped onto tissue and as the clip was deployed the handle broke. The clip was not able to release from the catheter and had to be pulled off the tissue with some force. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped onto tissue and as the clip was deployed the handle broke. The clip was not able to release from the catheter and had to be pulled off the tissue with some force. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.